Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to 99 as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Healthcare provider reported to sientra that the viality unit would not hold suction. One of the silicone bands under the basket had dislodged. It was removed to attempt to see if the unit would hold suction but was still unable to. A new unit had to be used.